Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 48 mg/dl. Patient's other blood glucose value was 200 mg/dl and 254 mg/dl and 264 mg/dl and sensor glucose was 153 mg/dl and 216 mg/dl. The device was expected to be returned for analysis.